Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) while working with a patient, the pump generated a message about too high system temperature. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the muffer<100micron and muffer 1/8 npt, diagnostic tests. The device is functional. Muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) while working with a patient, the pump generated a message about too high system temperature. There was no harm or injury reported. Unit was swapped with other device during treatment.